Manufacturer narrative:
No further information related to this event is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this cardia resynchronization defibrillator and another manufacturer's lead exhibited high out of range shock impedance measurements for approximately one year. This device remains in service. No adverse patient effects were reported.